Manufacturer narrative:
The unit was monitored for 2 days. All operating currents are within specification. The unit passed displacement test and self test. No unexpected constant beep anomaly noted during testing. The unit was received with intermittent button response during testing due to flattened dome switch on the escape and act buttons. Lcd connector was inspected and no anomaly was noted. The unit was also received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a vibrate alert. The customer¿s blood glucose level was 142 mg/dl. The customer was assisted with troubleshoot. Customer stated that due to alarm, button were not working and was advised to wait 2 hours but the alarm did come back getting high pich. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.